Event description:
Reporter reported to smiths medical international that the tubing came apart from the luer lock at the pt end. The sample was discarded. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
The subassembly in question is a560 and is manufactured by smiths medical asd. This assembly is incorporated into the finished product by smiths medical international. The finished product is further assembled, packaged and sterilized by smiths medical international. The reporter indicated that the sample was unavailable for return. Smiths was unable to confirm the issue or determine a possible cause without returned product evaluation. No additional action is necessary at this time. Smiths considers this MDR closed with this report.